Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. The exact cause of the event could not be determined because insufficient information was provided however, the reported event involves an off label use of the ceramic head with a competitor liner. A review of the device manufacturing records indicated qin 4350, rev ac was packaged with the device at the time of manufacture. Review of the document noted that "[...] Warnings [...] With the exception of protheos xlfit cups, do not substitute another manufacturer's device for any of the howmedica osteonics trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure. Components of these systems have been specifically designed to work together. Any such use will negate the responsibility of howmedica osteonics corp. For the performance of the resulting mixed component implant. [...]" No further investigation for this event is possible at this time. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that the patient's left hip was revised due to dislocation of a stryker head from a competitor liner. The head and liner were revised to another ceramic head and competitor liner. Rep confirmed that no further information will be released by the hospital or surgeon.